Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was implanted and is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 2.8x19mm graftmaster stent was implanted in the obtuse marginal (om) perforation, however, the perforation had not sealed. The cause for the failure to seal was unknown, although there was no stent leaking observed. Coils were used in replacement, successfully sealing the perforation. Per physician, the device did not cause or contribute to complication or adverse events. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided regarding this issue.